Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous left anterior descending coronary artery. An unspecified stent was deployed. A turntrac flex guide wire was advanced and met resistance with the deployed stent and during removal became entrapped, force was applied, and the tip separated. The separated tip remains in the patient anatomy, and no intervention was reported. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that instructions for use guide wire hi-torque turntrac, ce FDA, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire became trapped during stent deployment. Manipulation and/or inadvertent mishandling of the guide wire during retraction and against resistance likely resulted in the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the turntrac flex guide wire faced resistance with the previously deployed stent, and then became jailed. Force was applied to remove the guide wire before the tip separated. No additional information was provided.